Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turned off by itself and insulin pump did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose level was 213 mg/dl at the time of incident. Customer stated that the battery was not previously used and insulin pump was not dropped. Customer stated that the battery cap was not loose, cracked or damaged. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the off no power alert. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.